Event description:
It was reported by service report that the footend of the bed would not move due to a frayed power coil cord. It was further reported there were exposed wires on the power coil cord. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power coil cord.